Manufacturer narrative:
The customer reported the blood would not prime, and returned two used sets of material 2477-0007, lot unknown. Upon initial visual examination, the sets had no defects or abnormalities. The sets were both able to be primed with water by a gravity infusion, and the complaint could not be verified. One of the sets certainly had better flow than the other. However, in the lab the flow as still achieved. The set with slower flow was also full of dried blood, which could affect the investigation. Without a replicated and verified failure, no root cause was able to be found. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was occluded the following information was received by the initial reporter with the following verbatim I had an issue with blood tubing on friday (B)(6) 2025. There was not a leak but the tubing malfunctioned as to when the tubing was spiked, the blood was primed but would not advance the blood to infuse. The nurse removed the tubing and spiked it with a new blood tubing and no further issue was noted. There was no harm to the patient, but some blood was lost in the tubing due to switching tubing and a chance of exposure to the nurse with the blood product because of the need to re-spike the bag.